Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). The complaint devices were received and evaluated. Visual inspection revealed the devices were in used condition. The white sutures on both devices were broken and frayed, confirming this complaint. The root cause of the suture breakage cannot conclusively be determined as the suture was not cut and it was reported that no sharp objects were used with the suture. However, the breakage is possibly a result of too much tension on the adjusting suture when attempting to keep the adjustable cortical implant button in place. Review of the device history record for the finished goods assembly (p/n 232447) indicated that this batch of product was processed without incident. Review of the device history record for the adjusting suture (component p/n 111455) for this batch of finished good devices indicated that one involved lot of suture was processed without incident, and one involved lot of suture was processed with some rejects during the normal manufacturing process. There were no ncs or anomalies in the release lot. These complaints are not likely to be caused by a manufacturing defect; therefore, escalation of this complaint is not required. Review of the depuy synthes mitek complaints system revealed two other similar complaints for this lot released to distribution. At this time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. This report is being filed from the (B)(4) as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
This is report 2 of 2 for the same event. It was reported by the affiliate in (B)(6) that during an anterior cruciate ligament reconstruction acl surgical procedure, it was observed that the white loop shortening suture on the rgdloop adjustable stand device broke. According to the reporter, the event occurred while pulling the graft into the femoral tunnel. The surgeon cycled the graft thinking that loop would lock onto the button; however, the graft came down. The surgeon used a fixed loop-rigidloop 20mm which was available in the set of implants available instead and only 10 minutes caused delay in the procedure. The surgeon did not raise any formal complaint; however, wanted to know the reason for the failure of the implant. Proper storage has been maintained for the implant. There was no mismatch of tunnel and the graft pulled in with ease. There were no sharp objects used with the loop and no damage was caused with any object to the loop. It was reported that the implant could be removed easily and was pulled with hands (sponge rolled up). It was reported that the tibial side graft was held to avoid overpull of the graft and implant in the femur. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.